Event description:
It was reported that one day post implant, capture was found to be inadequate and a lead repositioning procedure was performed. During the procedure, it was noted that lead impedance was decreasing under normal values. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.